Event description:
It was reported that patient underwent procedure utilizing a femoral fixation component in early 2009. Subsequently, post-operative radiographs taken two months later, showed implant migration. The patient was revised two months later, to remove the component.

Manufacturer narrative:
Evaluation in process but not yet complete. This report filed july 7, 2009.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Other - evaluation of the returned component fragment confirmed that fracture occurred at the graft loop/main body junction and appeared to have been caused by mechanical abrasion which was likely the result of removal of the device during the revision. Evaluation could not confirm what caused the implant migration prior to the revision procedure. Event description - the revision was performed due to implant migration. Fracture of the device occurred upon removal during revision procedure.

Event description:
It was reported that patient underwent procedure utilizing a femoral fixation component in 2009. Subsequently, post-operative radiographs taken two months later, showed implant migration. The patient was revised three months later, to remove the component which had fractured.